Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the patient was hospitalized due to multiple shocks. This is all of the information that was provided. No dates were reported. The lead was not returned and no mention of any sort of intervention was mentioned. It is believed this lead remains implanted. It is unclear if the shocks were inappropriate or not.